Manufacturer narrative:
The device is expected for evaluation, but has not yet been received. A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device broke while it was being inserted. There was a delay in surgery of over 30 minutes related to this event. Patient information and event details have been requested, but have not been received. This device is used for treatment.